Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2012 (B)(6); product type extension. (B)(4).

Event description:
It was reported that the patient was sick, was in the hospital, gained 25 pounds, and the device seemed to be sideways. The patient stated that when she was walking or moving the stimulation fired up and she got strong stimulation and had to turn the implant off to stop the strong stimulation. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.